Event description:
A malfunction was reported, where a malfunction alarm indicated a code. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through the pump reset process, and the malfunction code did not recur after the reset. The customer was advised to contact support if the issue reappears and confirmed their understanding.